Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 23 mg/dl. Customer did not report any symptoms related to low blood glucose level. Customer was treated with glucagon for low blood glucose incident. It was not reported whether auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.